Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she is experiencing difficulty locating the ipg with the charging system. Efforts to resolve this matter with the use of a replacement charging system proved unsuccessful. X-rays of the pt's scs were taken; however, no visible abnormalities were detected. Plans regarding surgical intervention are pending. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.